Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 435 mg/dl. The customer was experiencing the symptoms of dizzy and sick at stomach. Customer reported that she don't feel okay to troubleshoot. Customer was advised to change entire set, reservoir and insulin and treat. The customer is going to change out everything and see how that affects. Customer was advised to call back for assistance if high blood glucose persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.